Event description:
At 2 a.m. 1/10/92, a nurse discovered that 400 cc of IV had fused when 150cc of IV should have infused. Ivac rate was set at 20cc 1 hour. A visual exam of the drip chamber revealed a dripping possibly at a faster rate than 20cc 1 hour. Patient coded and subsequently expired 1/11/92. An examination of the infusion pump indicated the possibility that the device may have been jolted causing misalignment of the pump. The IV bag and tubing was destroyed. Tubing was model 52020 ivac unvented volume infusion set; distributed by ivac corporation, san diego, california 92121-1579device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-91. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: mechanical problem, modification of device. Conclusion: device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.